Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized due to hyperglycemia. Unknown alarm is received by the patient at the time of use. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.